Event description:
It was reported that a coupling screw broke and a helical blade inserter jammed in the buttress compression sleeve during surgery. The surgeon was performing a prophylactic nail procedure and while trying to insert and remove the helical blade, the coupling screw broke at the base where the knob attaches to the shaft and the blade inserter jammed in the buttress compression sleeve. There was a brief delay in surgery of an unknown amount of time. This is report 3 of 4 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.